Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/ confirmed the customer reported complaint. Fa found the primary failure of the broken grip tip to be related to the customer reported complaint. The tip-up fenestrated grasper instrument was found to have a broken grip at the midpoint of grip and a piece approximately 0.18" x 0.42" was found to be broken off the distal end. The broken piece was not returned. The root cause of the broken instrument grips -tips is typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. The root cause of the broken instrument grips -tips is typically attributed to mishandling/misuse such as excessive force applied to the instrument grips. An additional observation not reported by the site was also identified: the tip-up fenestrated grasper instrument was found to have a cracked grip tip. The root cause of this failure is attributed to mishandling/ misuse. No image or video was available for review. A review of the instrument log for the tip-up fenestrated grasper (part number 470347-12/ lot number k11211213 0190) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 2 uses remaining after the last procedural use. This complaint is a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that, the tip-up fenestrated grasper instrument had a broken tip. There was no report of patient involvement. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.